Event description:
During baxter's functionality testing it was found that a spectrum pump was alarming system error 322. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "system error 322" alarm was experienced during eval due to a damaged door hook. The hooks were replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.